Manufacturer narrative:
Referring to product inquiry the broken long nail kit r1.5, ti, left gamma3® ø10x340mm x 125° is stated to be the primary product. The other items reported are considered associated products. Failures in material or manufacturing of the returned nail kit were not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail received. The affected item reported was documented as faultless prior to distribution. Thus, we exclude deviations in material and manufacturing. The received gamma3 long nail has already been implanted in 2011 (the exact date is unknown) and it was found to be broken in (B)(6) 2015, which means an implantation duration of at least 3.5 years, possibly longer. The received nail is completely broken in the webs of the proximal lag screw thru hole. According to the damage and the evidences of the breakage surfaces, the nail broke in a fatigue fracture due to massive axial overload. The root cause of the reported event is already stated in the event description ¿gamma3 long nail was broken at lag screw hole due to non-union¿. However, significant drill marks are found at the lateral entrance of the proximal thru hole for the lag screw at the posterior web; they progress through the entire bore towards medial. The drill marks were generated by a deviated lag screw step drill which most likely had created the starting point of the fracture (notching effect) at the lateral edge of the posterior web. Considerable material deformation (friction marks) at the medial / distal and the lateral / proximal edge of the lag screw thru hole indicates high tension forces caused by massive axial load - transmitted by the lag screw, which indicates more than partial weight bearing. The affected nail is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized and by scientific analysis confirmed period (about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. Based on the above the nail breakage is not linked to a deficiency of the device, but is rather considered patient related contributed by an intra-operative damage of the nail by a deviated lag screw step drill, which most likely had created the starting point of the fracture (notching effect). The reported non-union of the fracture site and the resulting prolonged axial overload had led to continuous stresses and a significant weakening of the nail in the area of the lag screw thru hole, followed by the fatigue fracture after implantation duration of at least 3.5 years. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
After surgery, gamma3 long nail was broken at lag screw hole due to nonunion. The primary surgery was performed on 2011, but exact date was unknown. On (B)(6) 2015 revision surgery was performed.

Event description:
After surgery, gamma3 long nail was broken at lag screw hole due to nonunion. The primary surgery was performed on 2011, but exact date was unknown. On (B)(6) 2015 revision surgery was performed.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.